Event description:
A customer reported a malfunction on their pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support determined that the malfunction code was not resettable, and they proceeded to replace the pump.